Event description:
It was reported that one day post-implant, hvli measurements could not be obtained. ICD analysis suspected that the cause of the field event was likely due to a lead issue.

Manufacturer narrative:
No medwatch form was received.